Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and the mesh was implanted. It was also reported that, upon waking after the procedure, the patient could not move legs for two days. The patient experienced anxiety for 8 months, burning sensations over the body, tingling, ear buzzing and numbing sensations in both feet and hands. The patient stated that it has been continually happening, on and off to slighter to worse days. The patient is also experiencing pain in lower abdomen and lower back for two and half years, sharp pains going down the front of legs, painful sex, chronic inflammation, continual feeling of not well, which stopped the patient walking each day or very short walks. The patient cannot do housework as pain worsens by bending. The full removal procedure has been scheduled for (B)(6) 2017. No further information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.